Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer chose to resume insulin on their own after the call and was instructed to contact technical support if the malfunction code reappeared. No additional information was received regarding the outcome of the event.